Event description:
Note: this report pertains to the third of three reported malfunctions occuring during the event. Refer to MFR report #3005099803-2008-06630 for details regarding the second device. It was reported to boston scientific corporation that during a peg placement procedure (adult pt), the guidewire lumen opening of an endovive standard peg tube device was sealed off. The device was replaced with another endovive standard peg device and the procedure was completed. There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.